Event description:
Same case as MFR report #: 2134265-2011-04306. It was reported that during a stenting treatment procedure, removal difficulties occurred. The lesion was located in the severely calcified and severely tortuous left internal carotid artery. A non-bsc super long introducer sheath was placed and a filterwire ez was advanced through the difficult anatomy eventually crossing distal to the lesion. Next, a 10x24mm wallstent was advanced into the lesion but could not cross through the lesion. The vessel tortuosity caused the physician to assert a lot of force to advance the wallstent, but the force used caused the non-bsc sheath to prolapse from the carotid artery back into the aortic artery. Once this occurred, it was difficult to either push or pull the wallstent and filterwire ez. The resistance met eventually caused the wallstent catheter shaft to break near the point of the monorail exit on the catheter. Both sections of the separated catheter remained on the wire. No damage was noted with the stent. There were no problems or breaks noted with the filterwire ez. The case was converted to an open endarterectomy. The physician had control of the vessel with a "vessel loop" and successfully moved both devices back out of the vessel to complete the procedure. The filterwire had to be removed in an open state. No further patient complications were reported and the patient status is fine post op. The physician noted that this was a difficult case and was planning an open endarterectomy; however, stenting was tried first. The physician stated that the devices "operated as intended and the procedural problems were not due to any device fault."

Event description:
Same case as MFR report #: 2134265-2011-04306. It was reported that during a stenting treatment procedure, removal difficulties occurred. The lesion was located in the severely calcified and severely tortuous left internal carotid artery. A non-bsc super long introducer sheath was placed and a filterwire ez was advanced through the difficult anatomy eventually crossing distal to the lesion. Next, a 10x24mm wallstent was advanced into the lesion but could not cross through the lesion. The vessel tortuousity caused the physician to assert a lot of force to advance the wallstent, but the force used caused the non-bsc sheath to prolapse from the carotid artery back into the aortic artery. Once this occurred it was difficult to either push or pull the wallstent and filterwire ez. The resistance met eventually caused the wallstent catheter shaft to break near the point of the monorail exit on the catheter. Both sections of the separated catheter remained on the wire. No damage was noted with the stent. There were no problems or breaks noted with the filterwire ez. The case was converted to an open endarterectomy. The physician had control of the vessel with a "vessel loop" and successfully moved both devices back out of the vessel to complete the procedure. The filterwire had to be removed in an open state. No further patient complications were reported and the patient status is fine post op. The physician noted that this was a difficult case and was planning an open endarterectomy; however, stenting was tried first. The physician stated that the devices "operated as intended and the procedural problems were not due to any device fault".

Manufacturer narrative:
Device evaluated by manufacturer: a monorail carotid wallstent catheter and the filterwire ez protection wire were returned. The distal portion of the monorail carotid wallstent catheter was attached to the protection wire which had kinks but was found intact. During the visual and microscopic examination of the protection wire, the distal tip of the protection wire was found wavy and stretched. The filter bag was found partially inverted, and the tip of the filter was found broken from the spinner tube, but the filter was still attached to the protection wire. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).